Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Per the consumer, they took a test in a laboratory (name of test not provided) performed on (B)(6) 2021 and that generated positive results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.